Manufacturer narrative:
(B)(4). Reason for revision was not provided, so event cannot be confirmed since the issue is unknown. X-ray review suggests lucency at the bone cement interface of the distal humerus and proximal ulna as well as significant lucency surrounding the prosthesis at the level of the elbow joint also the appearance could be similar to infection. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for elbow arthroplasty revision surgery, fifteen (15) years post implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Implant date - unknown date, 2003. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03571. Patient not yet revised.

Event description:
It was reported that the patient is being considered for elbow arthroplasty revision surgery, fifteen (15) years post implantation due to unknown reasons. Attempts have been made and no further information has been provided.